Event description:
It was reported that during a routine generator change, the competitor right ventricular (rv) lead became stuck in the header and would not come out. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The returned device indicated a set screw with a rounded socket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.